Event description:
Literature was received indicating that during a generator replacement surgery, a patient experienced airway obstruction that only resolved once the vns was disabled. No additional relevant information has been received to date.